Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported the customer had a keypad anomaly. The customer stated they were unable to fill cannula or go to the reservoir setup menu. Customer's blood glucose was 92 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.